Manufacturer narrative:
Submit date: 09/02/2015. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer reports that upon opening the venous branch of the cvc during irrigation, presence of a blood drop in a crack at the white junction of the cvc between the coil and the clamp was noted. An additional clamp was used on the branch. The doctor was advised. The patient left for home but needed to come back on (B)(6) 2015 to replace the cvc. The catheter had been installed on (B)(6) 2012.

Manufacturer narrative:
Submit date: 1/04/2016. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. A physical sample was not available for evaluation; however, a photo was received for a visual inspection. Through a visual inspection, the catheter showed a blood leak in the venous extension tube between the tubing and white silicone tube. Additionally, the clamp was in the closed position. The white silicone tube works as a strain relief between the silicone tubing and adapter. The device was in use for about three years. The device was more likely damaged during use. As per the instructions of use, clamping the catheter repeatedly in the same spot could weaken the tubing. In order to avoid damage on silicone tubing, the user must change the position of the clamp regularly to prolong the life of the tubing. In addition, it is also recommended to avoid clamping near the adapter and hub. Exercise caution when using sharp instruments near the catheter. Catheter tubing can tear when subjected to nicks, excessive force or rough edges. Inspect the catheter frequently for nicks, scrapes or cuts which could impair its performance. A possible root cause can be due to repeated clamping of the catheter tubing. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection, leak testing and visual acceptance sampling) are in place to prevent non-conforming product from leaving the manufacturing operations. As per procedure, manufacturing performs 100% leak testing and a 100% visual inspection per procedure at the final stage of production, which would identify this issue in the catheter assembly. No additional actions are required. This complaint will be used for tracking and trending purposes.